Event description:
It was reported that the patient was not able to fully inflate the cylinders of their inflatable penile prosthesis (ipp) device. Patient experienced substantial post operatory swelling and was unable to begin cycling the device as early as advised. After the patient began cycling the device, the patient determined the device becomes semi rigid before the deflate mechanism engages. According to the patient, the cylinders are not rigid enough for intercourse. Additionally, the physician confirmed that the patient had a slight dorsal curve prior to surgery; however, during an office visit, the patient exhibited a 30 degree downward curve. Physician has not determined if revision is necessary. There were no further patient complications.